Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4) device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the inner lumen of the iab had clotted off. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The getinge representative continued to assist from a femoral approach and reviewed best practices of a clotted lumen. The customer stated the patient also had a radial arterial line in place. They were then guided to connect the transducer to the intra-aortic balloon pump (iabp) for use and this was accomplished without issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).